Manufacturer narrative:
A field service engineer (fse) evaluated the device and replaced the wbc bath due to aperture noise; the wbc bath was further tested for leakage current and it was confirmed that all three apertures exhibited leakage current. The beckman coulter internal identifier for this event is (B)(4). (B)(4).

Event description:
A customer reported that erroneous low white blood cell (wbc) results were originally recovered from a unicel dxh 800 coulter cellular analysis system analyzer (dxh800 a) for a single sample, compared to rerun results obtained on another unicel dxh 800 coulter cellular analysis system analyzer (dxh800 b), and results obtained by repeat analysis on the original analyzer which were considered correct. Erroneous results were reported out of the laboratory; however, there was neither death, serious injury nor change to patient treatment.